Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to unknown product performance reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to a suspected fracture. The fracture was not confirmed. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information obtain: b5. Describe event or problem h6. Device codes.